Event description:
A facility machine technician found that during a machine preventive maintenance the line clamp was not operating properly. He cleaned the bumper piece and verified proper operation. Further follow up will be made with the MFR of this component. If this component should malfunction, pt injury is not likely unless the operator overrides the alarm condition.